Manufacturer narrative:
One hemosphere alta all-on-one monitor was returned for evaluation. The customer report of inaccurate values was not confirmed. Monitored svo2 for an hour. The reading remained steady at 80%. Monitored for 1 hour using clearsight. Readings and waveform were steady the entire time. No errors or alarms occurred. No damage was found. The device history record review was completed and the product passed without nonconformances. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Since there was no defect found, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect and no root cause can be determined. The IFU contains the following precautions: inaccurate cardiac output measurements may be caused by incorrect placement or position of the catheter, anatomical abnormalities, excessive patient movement, or electrocautery or electrosurgical unit interference.

Manufacturer narrative:
Additional FDA product codes include: dsb- plethysmograph, impedance dxn- system, measurement, blood-pressure, non-invasive fll- thermometer, electronic, clinical mud- oximeter, tissue saturation qaq- adjunctive predictive cardiovascular indicator qms- adjunctive open loop fluid therapy recommender qnl- medium-term adjunctive predictive cardiovascular indicator dqk- computer, diagnostic, programmable. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the alta all in one, an unprompted high-pitched alarm occurred during the case. The touchscreen froze, arterial line pressure disappeared from the anesthesia monitor, and svo2 read approximately 30 points lower than expected. Rebooting the monitor restored function, but the svo2 reading remained inaccurate. There was no patient injury.